Event description:
Spontaneous call patient with home health rn and she stated she started infusion and getting an error message on curlin pump with beeping noise. Asked about the error message and she said it is error 19, error 19 in curlin manual - states bad door sensor. Home health nurse stated she restarted the pump and now working fine. New pump and a pump return box for pt to return defective pump being sent to pt. Pt able to complete infuse. No adverse event from defective pump. Pump used to infuse gammagard at above dose and frequency. Reported to (B)(6) by pt/caregiver.